Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 21-aug-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 46 colony forming units(cfu) as comprising of the following 6 total isolates: positive cocci - staphylococcus petrasii, positive cocci - micrococcus luteus/yunnanensis, negative cocci - roseomonas species, positive cocci - micrococcus yunnanensis/luteus, positive rods - bacillus siamensis, positive rods - bacillus malikii, study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 04-sep-2019. The duodenoscope was inspected by pentax medical service on 11-sep-2019 and the following inspection findings were documented: operation channel- primary mild scratch inside, distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The duodenoscope underwent repairs including the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, o-rings and seals, distal case/cap. Pentax model ed-3490tk, serial number (B)(4) has been routinely serviced at pentax facility since the device was put into service on 17-dec-2018. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 20-sep-2019.